Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 75 mg/dl on mobile system, 132 mg/dl on performa system within 10 minutes. No adverse event reported. Performa meter and test strips were not returned.